Event description:
It was reported that the patient experienced asystole and an acute myocardial infarction with cardiac arrest, the patient is intubated and unresponsive. The right ventricular (rv) lead exhibited high impedance and was unable to capture. The implantable pulse generator (ipg) and rv lead were inactivated and replaced with a leadless implantable pulse generator (ipg).no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.